Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there were high impedances on contacts 9,12 ,14, and 15. For a contributing factor, the rep noted that the patient slips but no reports of falls. The rep programmed affected contacts with good coverage of the intended chronic pain area. The impedance issue was not resolved at the time of the event, surgical intervention was not planned, and the patient was alive with no injury.